Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the mtm involved with this complaint to perform failure analysis (fa) and the fa is still in progress. The complaint was confirmed based on the field evaluation. .

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they had an error on the system, and they restarted the system. The system had a 23031 error related to the left master tool manipulator (mtm) clutch button. The customer had disabled the left mtm and restarted the system, but the error was back again. The tse explained that they could try power cycling the system again and cycling the circuit breaker. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the site completed the robotic hysterectomy surgical procedure using another surgeon side console (ssc) with no patient harm. There was a delay of 30 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) 2 for failure analysis and the reported error 23031 was confirmed and replicated. In the error logs, the 23031 error was found indicating finger clutch output saturated, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm2 was installed onto a golden system where the 23031 error was triggered indicating fault on the gimbal, replicating the reported event. The mtm2 was then installed onto a patient side cart fixture test platform (pftp), once testing was completed, the embedded serializer for master handle (esmh) printed circuit assembly (pca) was tested and was verified to be the source of the fault. The complaint was confirmed based on the failure analysis. A review of the site's system logs for the reported procedure date was conducted by an rpms quality engineer. Investigation revealed the following possible related system errors: error 23031, "mtm's finger clutch button outputs are saturated, button sensor #1 on mtml" the probable root cause of the reported issue can be attributed to a fault on the esmh pca.

Event description:
Refer to h11 for follow-up information.